Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's scs implant was causing pain. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's scs implant was causing pain. The patient underwent an explant procedure. No device malfunction was suspected.